Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (occlusion); lack of information (cause of occlusion is unknown). Conclusion: lack of information (cause of occlusion is unknown).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm with a maximum diameter of 49mm. The diameter of the proximal neck was 20mm. The diameter of the aneurysm entrance was 20mm. The proximal neck length was 14mm and the diameter of the right common iliac was 15mm. The right internal iliac diameter was 8mm, and the right common iliac length was 33mm. The vessel diameter of the left common iliac was 15mm and the left internal iliac diameter was 10mm. The left common iliac artery length was 45mm. The minimum vessel diameter of the right external iliac was 7mm, and the minimum diameter of the left external iliac was 7mm. The stent graft was implanted and the delivery system was discarded. The medical history is unknown. It was reported post index procedure that the patient presented with an occlusion of the ipsilateral limb of the bifurcated stent graft and the ipsilateral extension on the right side. The physician related the occlusion to embolism from a thrombus caused by abstraction. Thrombus removal was performed three days later. The physician stated that an endurant leg will be added at a later date. The patient will be monitored by the physician. No additional clinical sequelae were reported.